Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with no delivery alarms. The customer's blood glucose level at the time of incident was 401mg/dl. The customer treated the highs with bolus. Troubleshoot for the no delivery was conducted. The customer was advised of possible issues with infusion set. The customer was advised to conduct change and return infusion set. The customer declined to troubleshoot for the highs.

Manufacturer narrative:
Reliability analysis evaluated two open/used reservoirs. Inspected the reservoirs, snap-cap, and septum for anomalies and none were found. Ran occlusion tests and no occlusions were noted.